Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-tttj and lot number 913624, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that on (B)(6) 2014 patient underwent a left tka procedure during which time the patella was not resurfaced. A revision tka was performed on (B)(6) 2016 due to tibial loosening. During the revision, the tibial tray ar-503-tttj (lot 913624) was explanted along with the following additional original implants: femoral implant ar-503-pslj (lot 108761215), bearing implant ar-503-bj12 (lot 77941244). Procedure was completed using another manufacturer's products. Parts ar-503-tttj, ar-503-pslj and ar-503-bj12 were returned for evaluation. Follow-up investigation: the following follow up notes were all obtained from provided patient medical records: patient presented to surgeon on (B)(6) 2016 with complaint of sharp left knee pain over the prior two weeks and also a feeling of instability. Upon physical examination the following was noted: left knee demonstrated warmth and swelling, palpation of the left knee demonstrated medial joint line tenderness, but no lateral joint line tenderness. There was moderate effusion of the left knee. Patient had pain with flexion and no pain with extension. Patient was unstable to valgus stress at 30 degrees flexion and unstable to varus stress at 30 degrees flexion, with negative anterior and posterior drawer sign. Lower left leg compartments were noted to be soft. Patient had left knee x-ray prior to (B)(6) 2016 visit. Findings of left knee x-ray were as follows: prosthesis in place in proper anatomical alignment without rotation, loosening, or stress shielding. Surgeon performed and aspiration and injection of the left knee joint during this visit. Surgeon ordered a bone scan to evaluate possible loosening. Patient returned to surgeon on (B)(6) 2016. At this visit medical records noted that patient's pain originally developed going down steps while carrying a heavy box during which time patient felt a crack in the knee. Medical records noted that the x-rays showed periarticular osteophytes and joint space narrowing. Bone scan was consistent with probable loosening of the tibial component. At this visit decision was made to proceed with left tka revision surgery.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. This complaint is still under investigation. At the current time the cause of the event cannot be determined. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. The catalog number, ar-503-tttj and lot number, 913624 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that on (B)(6) 2014 patient underwent a left tka procedure during which time the patella was not resurfaced. A revision tka was performed on (B)(6) 2016 due to tibial loosening. During the revision, the tibial tray ar-503-tttj (lot 913624) was explanted along with the following additional original implants: femoral implant ar-503-pslj (lot 108761215), bearing implant ar-503-bj12 (lot 77941244). Procedure was completed using another manufacturer's products. Explanted devices are being returned for evaluation. Follow-up investigation: the following follow up notes were all obtained from provided patient medical records: patient presented to surgeon on (B)(6) 2016 with complaint of sharp left knee pain over the prior two weeks and also a feeling of instability. Upon physical examination the following was noted: left knee demonstrated warmth and swelling, palpation of the left knee demonstrated medial joint line tenderness, but no lateral joint line tenderness. There was moderate effusion of the left knee. Patient had pain with flexion and no pain with extension. Patient was unstable to valgus stress at 30 degrees flexion and unstable to varus stress at 30 degrees flexion, with negative anterior and posterior drawer sign. Lower left leg compartments were noted to be soft. Patient had left knee x-ray prior to (B)(6) 2016 visit. Findings of left knee x-ray were as follows: prosthesis in place in proper anatomical alignment without rotation, loosening, or stress shielding. Surgeon performed and aspiration and injection of the left knee joint during this visit. Surgeon ordered a bone scan to evaluate possible loosening. Patient returned to surgeon on (B)(6) 2016. At this visit medical records noted that patient's pain originally developed going down steps while carrying a heavy box during which time patient felt a crack in the knee. Medical records noted that the x-rays showed periarticular osteophytes and joint space narrowing. Bone scan was consistent with probable loosening of the tibial component. At this visit decision was made to proceed with left tka revision surgery.